Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc trek referenced is being filed under a separate medwatch report. The nc tenku dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery that had moderate tortuosity, heavy calcification and a 90% stenosis. Pre-dilatation was performed with a non-abbott balloon and the 3.25x15 mm nc trek was used for further pre-dilatation. No resistance was felt during advancement of the nc trek balloon; however the balloon ruptured on the first inflation to 18 atmospheres. The 3.5x15 mm nc tenku was used for further pre-dilatation; however the balloon also ruptured at 18 atmospheres during the second inflation. A non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.